Manufacturer narrative:
Medical device lot #: an invalid lot # was provided as 10 20115330 076 device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smartsite needle-free connector was clogged/blocked/occluded. The following information was provided by the initial reporter: I have recieved reports from multiple staff about the smartsite connectors failing. They report they have been occluding and unable to flush. I have had this happen to me today with a patent cannula and I have had to replace the bung. I could not visualise any defects. I used a new smartsite connector which works well.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20115330. D.4. Medical device expiration date: 11/13/2023. H.4. Device manufacture date: 11/13/2020. H.6. Investigation: a (B)(4) sample was not available for investigation of this feedback; however the customer confirmed that the complaint sample was from lot 20115330. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A review of the production records for lot 20115330 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that the smartsite needle-free connector was clogged/blocked/occluded. The following information was provided by the initial reporter: I have received reports from multiple staff about the smartsite connectors failing. They report they have been occluding and unable to flush. I have had this happen to me today with a patent cannula and I have had to replace the bung. I could not visualise any defects. I used a new smartsite connector which works well.